Manufacturer narrative:
The ge healthcare service representative confirmed the customer stated issue, replaced the defective flow sensor, and the unit was returned to service.

Event description:
The ge healthcare service representative reported the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. There is no report of patient involvement.